Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device had low rotational speed was not confirmed. However during evaluation, it was noted that the device could not secure the cutter device, made excessive noise, had unintended motion, and the component and cable were damaged. The device also failed pretests for visual assessment, cable assessment, cutter lock assessment, safety assessment and noise assessment. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device could not secure the cutter device, made excessive noise, had unintended motion, and the component and cable were damaged. It was further determined that the device failed pretest for visual assessment, cable assessment, cutter lock assessment, safety assessment and noise assessment. It was noted in the service order that the device had low rotational speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.